Event description:
It was reported that on (B)(6) 2006, a patient's lead was removed and replaced with a different model lead. No further information was provided about the event.

Manufacturer narrative:
(B)(4).